Event description:
It was reported that since 2006, the pt has been hearing a buzzing noise. According to the pt there has been no impact or injury to the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.